Event description:
Report received of an overdelivery of dobutamine due to operator error in programming the device. The pt was receiving dobutamine on channel a of a 3-channel pump. The drug concentration was not specified. The dobutamine was ordered to be delivered at a rate of 40ml/hr with a volume to be infused (vtbi) of 400ml. Reportedly, the nurse inadvertently programmed the pump with a vtbi of 40ml and a rate of 400ml/hr. Approx 20 minutes later, the nurse was going to hang an unspecified solution on channel b and noticed that they had programmed channel a wrong. The dr was at the bedside at the time. The pump was reprogrammed on channel a with the intended settings and remained in clinical use.